Manufacturer narrative:
(B)(4). Upon visual inspection, the individual box was noted to be ripped and the damage was observed to be from the outside to the in side due to the handling in addition a foreign matter was noted to be inside and the foreign matter was confirmed to be a piece of plastic. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.

Manufacturer narrative:
(B)(4). Batch # k92j6v, lot # k4du25. The analysis results found that an er320 device was returned inside its original package. The package was visually inspected and no damaged was observed. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any holes in the tyvek? One of them has holes in the tyvek.

Event description:
It was reported that before an unknown surgery, it was found that the packaging was severely damaged with wrinkles and scratches before it was opened. The customer was concerned with the sterilization of the device. Another device was used to complete the case. There were no adverse consequences to the patient.